Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called to inquire about the dimensions of the capsule, because the customer believed that the capsule was retained by patient. The patient had an x-ray and they observed metal object on the x-ray image. The patient had been asymptomatic and came in for a routine follow-up. The capsule had reached the colon as what seen on the video. It was explained to the customer that it would be extremely rare for capsule retention in the colon and agreed to share a radiograph demonstrated the capsule on the x-ray for further review.